Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) failure (event) observed during analysis. Final analysis found medical adhesive on the ring electrode which resulted in noise and high impedance.